Event description:
It was reported that the patient presented remotely via merlin.net exhibiting backup vvi behavior. The patient complained of chest pain and sought care in emergency room. The emergency room physician confirmed the restoration of the implantable cardioverter defibrillator, after the results of the laboratory results were reviewed. After device download, normal device function was restored. The patient was stable during the device interrogation.